Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the workstation isolation transformer and the surge suppressor printed circuit board and retorqued all the isolation transformer connections as well as verified the isolation transformer tapping. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.